Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed that the connector is damaged. In addition, that the light is poor due to expired life expectancy, and the chassis is deteriorated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the scope does not fit straight in the scope socket of the evis exera iii xenon light source. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, it was found that the endoscopic image could not be displayed due to poor contact of connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Corrected field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, b30 error is a communication error and it is likely that a connector contact failure occurred due to the poor scope socket. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.